Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the (B)(6) study indicated that the patient was enrolled in the study and had a precise 9 x 40 stent successfully implanted during the study index procedure. A 6 mm. Angioguard was used. The patient had no neurological deficit upon leaving the angiography suite post-procedure. Post-procedure the patient was reported to have experienced a stroke (intracerebral/subarachnoid hemorrhage). The onset of the event was sudden. No additional symptoms were reported. The patient recovered with minor residuals. The event was unrelated to a cordis product, the index procedure or anticoagulation. The patient was discharged two days after the procedure. There were no reported procedural complications, or device deviations reported during the index procedure. The target lesion for the procedure was the distal left common carotid artery. The lesion was reported to be: 80% stenosis, 7 mm. Reference diameter, absent of thrombus, 5 mm. Reference diameter, moderately calcified, not tortuous, eccentric, and ulcerated. The lesion was not pre-dilated. The day after discharge, the patient was reported to have experienced a myocardial infarction (mi)/myocardial ischemic event. Coronary angiography was performed. This event was captured as a non-complaint. Additional information was requested.

Manufacturer narrative:
Additional information received indicated that the patient experienced diplopia which the patient noticed when both eyes were opened and worsened when he looked down. The CT scan was negative for bleed. No intervention was necessary. No cordis device was involved with the mi. The patient was found to have inoperable coronary disease and will be managed medically. As reported, the patient had a precise 9 x 40 stent successfully implanted during the study index procedure. A 6 mm. Angioguard was used. The patient had no neurological deficit upon leaving the angiography suite post-procedure. Post-procedure the patient was reported to have experienced a stroke (intracerebral/subarachnoid hemorrhage). The onset of the event was sudden. No additional symptoms were reported. The patient recovered with minor residuals. The event was unrelated to a cordis product, the index procedure or anticoagulation. The patient was discharged two days after the procedure. There were no reported procedural complications, or device deviations reported during the index procedure. The target lesion for the procedure was the distal left common carotid artery. The lesion was reported to be: 80% stenosis, 7 mm. Reference diameter, absent of thrombus, 5 mm. Reference diameter, moderately calcified, not tortuous, eccentric, and ulcerated. The lesion was not pre-dilated. The day after discharge, the patient was reported to have experienced a myocardial infarction (mi)/myocardial ischemic event. Coronary angiography was performed. This event was captured as a non-complaint. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15849820 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. The patient's medical history includes: hyperlipidemia, smoking (> 5packs of cigarettes), diabetes mellitus, coronary artery disease, myocardial infarction, coronary percutaneous revascularization, hypertension (systolic>140, or diastolic>90, or requiring medication). High risk criteria: previous cea, recurrent stenosis and age greater than 75. Subarachnoid hemorrhage occurs when a blood vessel just outside the brain ruptures. The area of the skull surrounding the brain (the subarachnoid space) rapidly fills with blood. A patient with subarachnoid hemorrhage may have a sudden, intense headache, neck pain, and nausea or vomiting. Sometimes this is described as the worst headache of one's life. The sudden buildup of pressure outside the brain may also cause rapid loss of consciousness or death. Subarachnoid hemorrhage is most often caused by abnormalities of the arteries at the base of the brain, called cerebral aneurysms. These are small areas of rounded or irregular swellings in the arteries. Where the swelling is most severe, the blood vessel wall becomes weak and prone to rupture. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.